Event description:
Boston scientific received information that this right ventricular (rv) lead experienced a lead safety switch for high out of range impedance measurements greater than 2400 ohms.

Event description:
Additional information became available that this lead continues to exhibit high out-of-range (oor) impedances of 2500 ohms. The device is programmed with automatic capture (ac) on, and this lead has found to be in retry for > 40% of the time. Boston scientific technical services (ts) was consulted and suggested it could be loss of capture (loc) noise, or fusion among other things. The patient is not symptomatic, so loc is not believed to be the issue. Ts stated ac is not a good option for this patient and suggested it no longer be used. The patient has been seen by their physician and noted that the thresholds were in creased, the physician is aware of the oor impedances and changed the programmed output to a 3x safety margin. The patient has a strong underlying, so no issues arose as a result of the clinical observations. The lead remains implanted at this time.

Event description:
Additional information became available that this lead continued to have high impedances and was later found to be fractured. As a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.